Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the pump had received failed battery alarm. The customer¿s blood glucose level was 273 mg/dl at the time of incident. Customer stated that they had problem with the pump has to change the battery once and they had failure battery. The troubleshooting was performed and advised if not aligned or tightened the pump may alarm failed battery test. Customer received multiple failed batteries. The customer declined troubleshoot for high blood glucose level. The customer was advised that the pump needs to be replaced. The customer was advised to disconnect and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the specific range. No unexpected resetting time or date after changing battery noted. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with cracked reservoir tube lip, missing drive support sticker and minor scratches on display window noted.